Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while inserting the syringe needle through the septum of multiple cartridges. Customer's blood glucose was not impacted. Customer used another cartridge to complete the loading process.